Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of bypass of gastroenterostomy, at jejunum resection (lifted-up jejunum construction) , the cartridge was connected to the instrument, then the surgeon started firing the device, however the knife advanced by only 1cm then the firing stopped. The staples of the proximal end appeared from the staple pockets, but they did not form . Replaced by new cartridge , and connected the same instrument ,and the firing was successful. At the same procedure ,the customer found a gray plastic piece was attached to the device. They could not identify where this foreign material came from. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.